Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was up to 400 mg/dl. Customer received the alert while trying to give insulin then stated that again alarm was received while wearing it. Customer had issue with insulin. The insulin pump will not be returned for analysis.